Event description:
It was reported that the patient recurring incontinence and herniated the artificial urinary sphincter (aus) balloon, due to this, a surgical procedure was performed to replace the device. No patient outcome was reported.